Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an unknown product performance anomaly. A new implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. This product has not been received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an unknown product performance anomaly. A new implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. This product has not been received. Additional information was received, this patient was experiencing discomfort and the physician decided to explant the system. No additional adverse patient effects were reported. This product was not returned.